Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes clinical manager was notified that customer was hospitalized for diabetic ketoacidosis. Customer was admitted on the hospital on (B)(6) 2016. Customer is back on insulin pump as per healthcare provider order and request. Customer's blood glucose was unknown.